Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned for evaluation. The surgery video was reviewed and the iol appeared to be twisted inside the cartridge. When pushing the lens, the lens was already cracked and then removed. Volume of used viscoelastic material appeared to be enough. It was not possible to determine the exact root cause. It is still possible that the incident was caused by user error during the settings that was not available in the video but also it is possible that it happened though the user exactly followed the instructions. Work order search: one similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted a ks-3ai (B)(4), 28.0 diopter preloaded injector, and noted after injection, the lens was found to have a crack at the trailing haptic joint part of the lens. The lens was removed and replaced with another lens (ks-1) within the same surgery and the surgery was successfully completed. There was no report of any patient injury.